Event description:
The user facility was attempting to ventilate a (B)(6) pt, with a tidal volume: 350 cc, rate: 20 and peep: 4. The manometer was showing really low peak pressures from what they thought they should be seeing. According to the user facility, the staff using the vent at the time determined the ventilator was not giving breaths at the rate they dialed in. The rate was actually faster with a consequent short I-time that the pt was not tolerating well.

Manufacturer narrative:
Smith medical pm, inc (smpm) imports the ventilator from (B)(4). Smpm kits a patient circuit and regulator and packages it with the ventilator, therefore, smpm is reporting as the MFR. The user facility returned the ventilator to smpm, (B)(4) in april 2009 for preventive maintenance. No problems were reported with the ventilator and the ventilator operated within specification. The ventilator was returned to smpm technical service department for evaluation. Technical service tested the ventilator; the ventilator passed all functional tests and operated within specification. During ventilation of the pt the user facility set the ventilator to these settings: tidal volume: 350cc, rae: 20 and peep: 4. Smpm sent results of their evaluation of the ventilator to quality engineering at (B)(4). After reviewing smpm's results and astm f 920-93:1999 regulation, (B)(4) quality engineering concluded that incorrect settings were used by the user facility. The front of the ventilator shows a child frequency setting of 15 bpm and tidal volume between 500 - 800 ml; the rate at which a "tidal volume" should be determined for a pt is 15ml/kg. The ventilator was returned to the user facility. Clinical services will contact the user facility to train the user facility on correct settings to be used during pt ventilation. (B)(4).